Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.during processing of this complaint, attempts were made to obtain complete event and patient information.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue.